Event description:
It was reported that a technical visit for a ventilator was requested. Patient involvement is unknown. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was reported that a technical visit for a ventilator was requested. According to information provided by our field service engineer, the ventilator was investigated, the o2 cell and the maintenance 5000 h was replaced. No further issues has been reported after the technical visit. The o2 cell is used for monitoring only and does not affect ventilation. Maintenance of the system must be performed with the following intervals by personnel trained and authorized by getinge, preventive maintenance at least once a year, or every 5000 hours of operation, whichever comes first. The root cause to the reported issue could not be established by this investigation.

Event description:
Manufacturers ref: (B)(4).